Event description:
Event: pt expired. It was reported to guidant in 2/03 that a pt expired subsequent to post-implant intervention, data of death and add'l info was not provided. In 1/03 it was reported that the pt, who had been successfully implanted in 02, experienced a dissection of the right external iliac artery. The final angiogram, taken before device removal, had not demonstrated any leaks. The dissection was distal to the graft. The graft was explanted and replaced with a standard surgical graft.